Event description:
Description of event: it was reported that the healthcare provider performed a cervical rfa (radiofrequency ablation) on a patient with a defibrillator and the patient was defibrillated twice until the "magnet was on." The patient experienced a jolt from the defibrillator as soon as rfa began. Reference report: mw5119534. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).